Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. No reported adverse impact to the customers blood glucose. Customer reverted to an alternate pump for insulin therapy.